Event description:
Customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to attempt several troubleshooting steps without success, leading to a determination that the unit required replacement, and technical support arranged for its replacement. In the interim, the customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.